Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. This issue is addressed in the instructions for use (IFU): instructions for bf-mp290f operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for bf-mp290f reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the bronchofibervideoscope exhibited a foreign object on the tip cover. There were no reports of patient involvement.